Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that a few days following implant, the patient complained of incisional pain, as well as pain in the chest, shoulder, and armpit. The patient was treated with medication, and the device remains in use. No further patient complications have been reported as a result of this event.